Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a possible infection. Reportedly, patient complaint of swelling and draining something at the pocket site. Boston scientific technical services (ts) advised to have the device check by the device clinic. There was no additional adverse patient effects were reported. This lead remains in service.